Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a blood glucose level of 300-373mg/dl. The customer was treated with intravenous fluids. At the time of the report with tandem technical support the customer was still admitted to the hospital. The customer alleged that the pump did not deliver insulin as intended, and an occlusion alarm had occurred. Customer changed the infusion set multiple times in attempt to resolve the reported issues. Tandem technical support (cts) performed a pump system check and found that the pump functioned as intended. Reportedly, the cartridge had been in use past labeling. Cts educated the customer on cartridge/insulin labeling and instructed the customer to change the cartridge. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.